Event description:
The customer reported that during an rf ablation procedure, the pt received a 2nd degree burn at the grounding pad site on the front of the thigh. The size of burn was 3cm x 4cm. The pt was being treated with ointment and bandage and required an add'l two weeks in the hosp.

Manufacturer narrative:
Covidien ref#: (B)(4). Date of initial report: 07/01/2014. The incident device has been received and is under eval. When the device eval is complete a follow up report will be submitted.